Manufacturer narrative:
The device was not returned for analysis. A review of the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. A review of production records and the complaint handling database was not performed because the part/lot numbers were not reported. The reported patient effects of dissection is listed in the whisper guide wire instructions for use as a known patient effects of coronary stenting procedures. The investigation was unable to determine a conclusive cause for the reported failure to advance, difficult to advance, dissection, or serious injury/ illness/ impairment. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional devices referenced in b5 are filed under separate medwatch report numbers. B3 - date of event estimated as (B)(6) 2024. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: article titled: ¿post-market clinical follow-up evaluation report polymer coronary guide wires"

Event description:
It was reported through the pmcf (post-market clinical follow-up evaluation) report, that the ht whisper guide wire may be related to the adverse patient effect of dissection. The device malfunctions of failure to cross and difficult advancement were also captured in the report. Details are listed in the attached report, titled post-market clinical follow-up evaluation report polymer coronary guide wires. Please see the attached pmcf for specific information.